Event description:
It was reported that patient's right hip was replaced in (B)(6) 2010. Patient had revision surgery on right hip to clean up bone spurs in (B)(6) 2011 and (B)(6) 2012. Radiation was performed after (B)(6) surgery.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.